Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a staphylococcus infection in the ins pocket site when it was first implanted. The patient had a peripherally inserted central catheter (PICC) line in her heart and had to give herself antibiotics for two weeks. The infection did clear up in roughly a month. They ended up taking out the ins and put it on the left/opposite site. The patient was not certain if they implanted a different ins or the same one, but the manufacturer¿s device registration shows that another ins was implanted on (B)(6) 2006.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.